Manufacturer narrative:
Submit date: 11/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that the scrub nurse took the package contents up to the sterile field and counted along with the circulating nurse. 7 4"x8" sponges were counted and immediately removed from the table. There were 7 in the package when there should have been 5. Device was not used on a patient.

Manufacturer narrative:
Submit date: 07/21/2017 because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. The vistec sponges are banded together on an autobander, and all of these machines have scales in place to detect miscounts by weight. The most likely root cause is that the scale was not set up correctly on the autobanders by the manufacturing associate. Added variables such as material variances could have also contributed to a weight failure for the scale. Those banded vistec sponges are then brought to the machine to be packaged. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, each lot is tested for contamination, empty packages, pad in seal, holes, cuts or tears in sponges larger than ¼, crystalon testing, wrinkles in seal, peel testing. The lot met all defined acceptance requirements and was released. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.